Event description:
It was reported that upon entering the room, the nurse noted the syringe module to be off, the infusion had stopped, and the pcu displayed a 'channel disconnect' alarm with the message "channel(s) have either been disconnected while in operation or have a non-recoverable error. Press confirm¿. Dopamine was infusing on the device at the time. The unit was replaced with a second syringe module and a channel disconnect alarm again occurred with the second unit. No patient harm occurred as a result of the event, the issue with the device was found in a timely manner. The user sent the syringe modules without the pc unit to biomed for investigation.

Manufacturer narrative:
Cont'd from: 0.39 kilograms. The customer¿s report of a channel disconnect was confirmed. Physical inspection of the device noted the instrument seal broken. Iui connecters on syringe module and mating devices (syringe module and pcu) were found to be dull with a contaminant film on the contacts. There were no other anomalies observed. Analysis of the pcu event log indicated disconnects on the following dates for one syringe module s/n: (B)(4) on (B)(6) 2019. At 10:03pm ¿ user selected unit d and programmed a basic infusion of unknown medication. Rate: .04ml/h vtbi: 2.479ml and infusion was started on (B)(6) 2019 at 1:56 am ¿ user selected unit d and user changed to rate to .05ml/h. Rate: .05ml/h vtbi 2.3238ml and infusion was started. At 4:07pm ¿ device alarms for channel disconnect. Device was added, labeled d, and soft key 14 is selected by user to confirm channel disconnect. At 7:06pm ¿ unit d was selected and an infusion of dopamine (weight based) drugid: 52 was programmed through guardrails - rate: 0.05ml/h vtbi: 1.6186ml and infusion was started at 7:15pm ¿ unit d was selected by user and rate was changed to 0.07ml/h rate 0.07ml/h vtbi=1.6186 and infusion was started. At 9:22pm ¿ device alarmed for channel disconnect. The user selects soft key 14 to confirm the channel disconnect, unit was added, and labeled d. The user selected unit d and previous infusion program was restored and started. Rate: 0.07ml/h vtbi=0.4242ml. The device alarmed for syr infusor patient pressure and unit d was restarted by user. At 10:18pm ¿ device was channeled off by user and infusion stopped. Pvi=1.0509ml. There were no observed channel disconnections on either devices while performing ambulation testing. A test infusion was performed for a duration of 24 hours on both syringe devices. The infusion completed successfully. During the infusion there were no channel disconnections. The probable cause of the customer¿s report of channel disconnect is believed to be the result of a contaminant film observed on the contacts of the iui connector. In addition to the film on the contacts, the module release latch was sticking and may not have latched the modules properly which could have contributed to the disconnect event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that during a patient's dopamine infusion, the syringe module had a channel disconnect alarm. The unit was replaced with a second syringe module and a channel disconnect alarm occurred with the second unit. No patient harm occurred as a result of the event. The user sent the syringe modules without the pc unit to biomed for investigation.